Event description:
It was reported that there was an increase in ventricular thresholds. The lead is still in use based on medical judgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).